Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported tool hex tapered sst 1.25mm 23mm (thxl1.25) was returned for investigation. Visual inspection of the returned product identified the tip to have excessive wear and was found to be fractured at the shaft. Functional testing to recreate the reported event could not be performed due to the fractured state of the device. The length of the device usage is unknown. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the driver (thxl1.25) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the tool fractured when torquing the crown. The reported event is confirmed following inspection and evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the hex tool fractured when torquing to the crown. Doctor finished the procedure using other instrument.